Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the health care provider (hcp) via the manufacturer representative (rep) regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient arrived at the hospital emergency room with a burn over the ins implant site. The patient reported first experiencing a heating sensation, followed by skin redness and the appearance of blisters. There has been issues with additional stimulation over the site. The patient did not have any scans or medical procedures before this happened. The patient turned off stimulation using the patient programmer, and confirmed this with the clinician programmer. Although the patient could no longer feel stimulation at the electrode site, the heating sensation persisted. It was noted that the patient has experienced issues with the stimulation system in the past. Contributing factors were unknown. Issue was not resolved.